Manufacturer narrative:
Coopersurgical, inc. Is investigating the condition reported on repair order log 90652. (B)(4).

Event description:
Customer stated " foot pedal does not work. When foot pedal is pushed the unit will not stop working". Reference repair order: (B)(4).